Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a vats long wedge resection procedure on the third firing, the device did not open. Since the last firing was done very last part of tissue, the surgeon could withdraw from the body safely and staple line was ok. He finished the surgery with another device. After the surgery was closed the scrub nurse tried to open the jaw again. She pushed reverse button and then the jaw was opened. No patient consequences reported. Procedure was prolonged by five minutes.